Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. This complaint (B)(4) is a duplicate of the complaint (B)(4) submitted under the reference 0009613350-2019-00073. This complaint will be set to not a complaint in oir database. Please delete this report from your database. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
This complaint (B)(4) is a duplicate of the complaint (B)(4) submitted under the reference 0009613350-2019-00073. This complaint will be set to not a complaint in oir database. Please delete this report from your database.

Manufacturer narrative:
The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. Note: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the ncb targeting instrument's end snapped off. Attempts to obtain additional information have been made; however, no more is available.